Manufacturer narrative:
Device was received with no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewinding due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose level was 102 mg/dl. Customer was not able to rewind the insulin pump. The product will return for the analysis.